Event description:
During placement of both a taxus rx 2.75 x 28 and a 2.5 x 24 the balloon stuck in/on the stent post inflation. In attempt to remove the catheters (stent) the guiding catheter was drawn into the coronary artery. A slow deflation process was utilized in all attempts. First stent was inflated to 8 atm and 10 atm. The second stent was inflated to 8 atm and 10 atm.